Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the pins on the battery pca were bent. There was no patient involvement.

Event description:
It was reported to philips that the pins on the battery pca were bent. There was no patient involvement. One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. J2 pin 7 was found bent.